Event description:
Boston scientific received information that right atrial (ra) lead was explanted due to dislodgement. The ra lead was removed and was replaced with a new lead. No other adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.